Event description:
Event [preferred term] (related symptoms if any separated by commas). The patient's blood glucose levels rose [blood glucose increased]. The injection dose was inaccurate [device delivery system issue]. The glass cover of the dose counter on the patient's novopen 4 was missing [device issue]. The nurse also mentioned that during air exhaust process, a relatively large amount of liquid was being expelled. [Wrong technique in device usage process]. One pieces of novopen 4 without a pen cap was received [product packaging issue]/ case description: this serious spontaneous case from china was reported by a consumer as "the patient's blood glucose levels rose(blood glucose increased)" with an unspecified onset date, "the injection dose was inaccurate(inaccurate delivery by device)" with an unspecified onset date, "the glass cover of the dose counter on the patient's novopen 4 was missing(device component missing)" with an unspecified onset date, "the nurse also mentioned that during air exhaust process, a relatively large amount of liquid was being expelled.(wrong technique in device usage process)" with an unspecified onset date, "one pieces of novopen 4 without a pen cap was received(product packaging issue)" with an unspecified onset date, and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported. Medical history was not provided. On (B)(6) 2025, one pieces of novopen 4 without a pen cap was received on an unknown date the glass cover of the dose counter on the patient's novopen 4 was missing, the injection dose was inaccurate. Despite injecting the same dose, the patient's blood glucose levels rose. After being hospitalized, the patient switched to a new pen. And the patient's blood glucose levels dropped. The nurse also mentioned that during air exhaust process, a relatively large amount of liquid was being expelled. Batch numbers: novopen 4: cug1110 . Action taken to novopen 4 was not reported. The outcome for the event "the patient's blood glucose levels rose (blood glucose increased)" was not reported. The outcome for the event "the injection dose was inaccurate (inaccurate delivery by device)" was not reported. The outcome for the event "the glass cover of the dose counter on the patient's novopen 4 was missing (device component missing)" was not reported. The outcome for the event "the nurse also mentioned that during air exhaust process, a relatively large amount of liquid was being expelled. (Wrong technique in device usage process)" was not reported. The outcome for the event "one pieces of novopen 4 without a pen cap was received (product packaging issue)" was not reported. No further information available.

Event description:
Case description:. Reporter's causality (novopen 4) - the patient's blood glucose levels rose(blood glucose increased) : unknown the injection dose was inaccurate(inaccurate delivery by device) : unknown the glass cover of the dose counter on the patient's novopen 4 was missing(device component missing) : unknown the nurse also mentioned that during air exhaust process, a relatively large amount of liquid was being expelled.(wrong technique in device usage process) : unknown one pieces of novopen 4 without a pen cap was received(product packaging issue) : unknown company's causality (novopen 4) - the patient's blood glucose levels rose(blood glucose increased) : possible the injection dose was inaccurate(inaccurate delivery by device) : possible the glass cover of the dose counter on the patient's novopen 4 was missing(device component missing) : possible the nurse also mentioned that during air exhaust process, a relatively large amount of liquid was being expelled.(wrong technique in device usage process) : possible one pieces of novopen 4 without a pen cap was received(product packaging issue) : possible no further information available. Since last submission the case have been updated with the following: expected date of fu report extended.

Event description:
Case description: since last submission the case have been updated with the following: expected date of fu report extended by 15 days in EU/ca tab narrative updated accordingly preliminary manufacturer comment 23-sep-2025:the suspected novopen 4 device was returned to novo nordisk for evaluation on 06-aug-2025. Investigations are currently underway, and no conclusions have been reached regarding the functionality of the novopen 4 at this time.

Event description:
Case description: investigation result: name: novopen4, batch number: cug1110. Visual examination and functional testing were performed. Dirt on dose selector, cartridge holder, piston washer. Dose window dropped off. No cap tube. The logo on the housing worn out. No large resistance was found during functional test, the piston rod could move and retract smoothly. The dose selector could select injection and press to bottom smoothly without cartridge. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During deliver, no stuck or hard depress was found. The dose accuracy was measured by weighing using a random cartridge. The device was tested for leakage after insulin delivery with a random cartridge mounted. The result was within acceptable limits. The product was found to be normal. The results were found to comply with specifications. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The dose indicator window has fallen off the pen. The fault had no influence on the mechanical functions of the pen, and it occurred due to accidental damage. The observed problem occurred after the product had left novo nordisk. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen surface was worn. Scratches or dents on pen surfaces, or wear on printed or engraved figures on the pen surface caused by normal or rough use of the device. The fault had no impact on the mechanical functions of the pen. No further information available. Since last submission the case have been updated with the following: -investigation results updated -device tab: is non reportable updated to no -EU/ca tab: expected date of follow up removed and final report was ticked -device addendum: annex b c d g codes updated -CAPA comment updated in eol -narrative updated accordingly. Final manufacturer comment: 17-oct-2025: the suspected novopen 4 device was returned to novo nordisk for assessment. Initial inspection revealed the presence of dirt on the dose selector, cartridge holder, and piston washer, as well as a detached dose window. The device's mechanical functionality was tested and found to be within specification, with no anomalies observed. The product was therefore deemed compliant with all relevant standards. The dust and foreign matter identified were attributed to accidental damage incurred during use, and do not affect the device's mechanical operation. However, should the accumulation of dust increase, there is a risk that the piston rod could become obstructed, potentially causing the pen to malfunction. In such cases, it is recommended to use a spare pen; if a spare is unavailable, the patient may be at risk of hyperglycaemia. Based on the information available, the root cause of the reported hyperglycaemia is incorrect handling of the device. H3 continued: evaluation summary - name: novopen4, batch number: cug1110. Visual examination and functional testing were performed. Dirt on dose selector, cartridge holder, piston washer. Dose window dropped off. No cap tube. The logo on the housing worn out. No large resistance was found during functional test, the piston rod could move and retract smoothly. The dose selector could select injection and press to bottom smoothly without cartridge. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During deliver, no stuck or hard depress was found. The dose accuracy was measured by weighing using a random cartridge. The device was tested for leakage after insulin delivery with a random cartridge mounted. The result was within acceptable limits. The product was found to be normal. The results were found to comply with specifications. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The dose indicator window has fallen off the pen. The fault had no influence on the mechanical functions of the pen, and it occurred due to accidental damage. The observed problem occurred after the product had left novo nordisk. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen surface was worn. Scratches or dents on pen surfaces, or wear on printed or engraved figures on the pen surface caused by normal or rough use of the device. The fault had no impact on the mechanical functions of the pen.